Event description:
The customer stated that they received an erroneous result for one patient sample tested for a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) on an integra 400 plus analyzer. The sample initially resulted as 8.19 % and this value was reported outside of the laboratory to the doctor. The doctor did not believe the initial result and asked for a repeat analysis. The sample was repeated, resulting as 6.65 % on (B)(6) 2016. The repeat result was believed to be correct. The customer repeated the sample several times on (B)(6) 2016 and stated that the results from these repeats were very close to the repeat value of 6.65 %. The patient was not adversely affected. The hba1c reagent lot number was 11642201, with an expiration date of 04/30/2017. The field service representative could not determine a cause for the event. He ran precision studies on the analyzer. Calibration and controls were run on the analyzer; all controls were found to be acceptable to the customer. The system was found to be performing within specifications.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional data required for the investigation was requested, but not provided. It is possible that the reagent packs were exposed to inappropriate temperatures during transport/storage, which may lead to elevated hba1c results. All measurements from such an affected pack would be elevated, but not all complained results were elevated. Other possible root causes include a hardware issue such as a probe mis-pipetting or a maintenance issue or a pre-analytical sample handling issue. It is also recommended for the customer to check special wash settings.